Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 418 mg/dl. Customer¿s current blood level was 189 mg/dl. Customer had low blood glucose level also. Customer was treated with food for low blood glucose level. Customer was been using insulin pump system within 48 hours of reported high blood event. Customer declined troubleshoot for high and low blood glucose level. Insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed unk.